Event description:
Intended use: vidas® toxo igm is an automated qualitative test for use on the vidas® family instruments, for the detection of anti-toxoplasma igm in serum using the elfa technique (enzyme linked fluorescent assay). Description of the issue: on (B)(6) 2025, a customer from belgium notified biomérieux of obtaining potential false negative results with vidas® toxo igm (ref. (B)(4), lot number unknown, expiry date: unknown). The customer uses a vidas instrument (serial no. (B)(6)). The customer used old patient samples to perform validation of the new vidas® toxo igm (ref (B)(4)) kit. Originally when these patient samples were tested, the results were positive on cobas and negative on vidas using the older reference, vidas® toxo igm (ref. (B)(4)). The customer interpreted the cobas samples as an aspecific reaction and reported the negative results from the vidas® toxo igm (ref. (B)(4)) to the physician. Therefore, no treatment would be executed based on these negative results. However, when these samples were used for validation testing of the new vidas® toxo igm ref (B)(4), the customer received positive results. The customer has sent the discordant samples now to another lab for retesting. On (B)(6) 2025, the customer provided the original results of six (6) patients results and the reference lab results: for the initial results when testing with vidas® toxo igm (ref. (B)(4)), five (5) patients had negative result and one (1) patient had borderline results. These patient samples were sent to reference lab uz brussels, where they received light positive results. Patient 5: vidas® toxo igm (ref. (B)(4)) 0.46 negative. Toxo igm (cobas): 1.62 / 2.02 positive. Vidas® toxo igm ref (B)(4): 2.01 positive. Uz brussel cmia: 0.65 positive. At the time of this assessment, the clinical context of the patients are not known and no known adverse events have been reported. However, incorrect treatment (no treatment provided) was reported for the six (6) patients. A biomérieux internal investigation has been initiated. The product, vidas® toxo igm (ref. (B)(4)), is not registered, sold or distributed in the united states. However, similar product, vidas® toxo igm (ref. (B)(4)) is marketed in the united states.

Manufacturer narrative:
This report was initially submitted following notification from a customer in belgium regarding potential false negative results observed when testing patient samples on vidas® toxo igm ref 30202 while samples were positive with vidas® toxo igm ref 424641. As part of further customer communications, the customer stated that there was no impact to the patients. Therefore, there is no incorrect treatment, patient harm, or adverse event related to this incident. Note: imdrf health impact code (annex f) has been updated from ¿f1001 - absence of treatment¿ to ¿f26 - no health consequences or impact¿. Section b1 has been updated to product problem and section h1 has been updated to malfunction. A biomérieux internal investigation has been completed with the following results: 1. Device history record: no non-conformity nor CAPA or quality event linked to the customer¿s complaint recorded on vidas® toxo igm ref 30202 so there was no anomaly during the manufacturing, control and packaging processes. 2. Complaint analysis: the analysis of complaints recorded against this lot did not reveal any quality issue for this lot or any systemic quality issue. 3. Tests/analysis performed: products return? No sample returned investigation protocol and obtained results: ¿ study of internal samples control charts: this analysis was carried out: - on four (4) internal samples (targets between 0.06 tv and 0.85 tv. - on all batches not expired in 2025 and up until 16-jan-2026. All values are within specifications, no anomalies or deviations were detected. ¿ test on internal samples: our complaints laboratory tested four (4) internal samples on the retain kits vidas® toxo igm ref 30202 lots 1011277640 and 1011589960. Samples are conform to the expected interpretation. Results obtained are within the acceptable ranges and similar to those observed before the lots release. ¿ test on fresh blood sample from efs (etablissement (B)(6)). A comparison between five (5) lots of vidas® toxo igm ref 30202 and two (2) lots of vidas® toxo igm ref 424641 carried out on 10 samples from the efs shows consistent results: all negative, demonstrating inter-lot homogeneity. Only one serum showed a change in serological status between: vidas® toxo igm ref 30202 negative. Vidas® toxo igm ref 42464 equivocal/positive. This difference is consistent with differences in analytical sensitivity, the tendency of samples close to the cut-off to show transitions in interpretation when sensitivity increases. In conclusion: the discrepancies observed are not the result of an anomaly on the vidas® toxo igm ref 30202, but of an intrinsic difference in performance between vidas® toxo igm ref 30202 and vidas® toxo igm ref 424641. 4. Root cause analysis and conclusion: according to all information above, no anomaly was highlighted with the control chart analysis, the analysis of quality data and the test performed on internal samples with vidas® toxo igm ref 30202. Without the impacted sample, or instrument information, it is not possible to pursue further investigation. According to international recommendations, the serological diagnosis of toxoplasmosis is based on the combined detection of igg and igm antibodies specific to the toxoplasma gondii parasite and sometimes igg avidity. Thus, a negative result obtained with reference 30202, whose performance has been confirmed, does not in itself constitute a false negative, and the discrepancy observed with a new generation of tests should be interpreted as a consequence of differences in analytical sensitivity between methods.